Event description:
It was reported that at a device check, rdr (rate drop response) was found to be off at initial interrogation. The patient insisted that they had not been to another clinic, and the end report from the previous check showed rdr to be on. Rdr was reprogrammed back on. The device was checked again about three months later and all was ok at that time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).